Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. The pump tubing was cut down to the block and it was not returned for analysis. The pump passed functional testing. Both cylinders had wear at a fold in the middle and proximal end. No visual damages not abnormalities were found in the rear tip extenders (rte). The reservoir was visually inspected and underwent leak testing. The reservoir had wear at a fold in the reservoir shell. All analyzed components of the ipp passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.